Event description:
A customer observed false low phyt results on the vitros 5,1 fs system. The patient result was reported to the physician. Biased results of the magnitude and 88direction observed may lead to inappropriate physician action. Thre was no report of patient harm as the result of this event.